Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek pro for one patient. The customer provided meter serial number (B)(4), but was uncertain if this was the meter used for each of the tests. The tests were all performed within a few minutes and different fingers were used. Test 1 using strip lot 36425313: 5.2 inr, test 2 using strip lot 32203914: 3.6 inr, test 3 using strip lot 36425313: 3.3 inr. There was no allegation of an adverse event. The therapeutic range was 2-3 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. The strips were no longer available. Relevant retention test strips (lot 364253) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer returned the strips for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 2.9 inr. Retention meter and customer strips: 2.9 inr. Donor #2: retention meter and master lot strips: 2.2 inr. Retention meter and customer strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.